Event description:
During an in-clinic follow-up, loss of capture and low sensing were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had become dislodged. Lead repositioning was attempted, however, the helix of the rv lead was unable to fully extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.